Event description:
A malfunction was reported on the pump by the caller, with malfunction code "malf 12" recurring even after resetting. There was no adverse impact to the customer¿s blood glucose level. Technical support provided assistance in resetting the pump and decided to replace it. The customer plans to use mdi as a backup therapy and will receive a replacement pump with updated software. Instructions for putting the old pump into storage mode and returning it were given, and the customer acknowledged and understood all guidelines provided.